Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01415.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil in the target vessel using a lantern delivery microcatheter (lantern) and attempted to detach the coil using the handle; however, the ruby coil failed to detach. Therefore, the handle was removed. The procedure was completed using a new handle to detach the same ruby coil with the same lantern. There was no report of an adverse effect to the patient.